Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the charger/modem was not powering on and charging a battery properly. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not power on or charge properly) has been confirmed. As received, the q1 transistor and the u13 8-bit cmos flash micro-controller were shorted on the bedside board. The cause of the inability to power on and charge properly is the shorted q1 and u13 components. The root cause of the shorted q1 and u13 components cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.